Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the device delivered inappropriate anti-tachycardia pacing (atp) therapy, which did convert an atrioventricular nodal reentrant tachycardia (avnrt). Technical services was consulted and discussed to ensure that the patient regularly takes prescriptive medication and programming adjustments. The physician was to be consulted for further evaluation. To date, no adverse patient effects were reported as a result of this clinical observation.